Manufacturer narrative:
D10: concomitant devices: 5789080 02-022-45-4030 - truliant tib fit tray cem sz 4f / 3t 6043158 200-02-38 - three peg patella 38mm 6095327 02-020-13-0340 - truliant cr cem fem cr cem right sz 4 the device was not returned for evaluation and no photographs or x-rays were provided for review; therefore the reported event cannot be confirmed through analysis. The cause of the reported event cannot be determined based on the information made available. Should additional, relevant information become available, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 32 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, mild erosion of the medial femoral condyle and mild synovitis. Initial surgery and revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. H6: corrected health effect clinical codes.